Event description:
Customer called on (B)(6) 2012 reporting of a fluid leak of about 10 ml inside the beckman coulter coulter lh 750 hematology analyzer. Customer stated that the fluid was clear at first which then looked like cleaner. Customer was wearing gloves, lab coat and face shield at the time of the event and no injury or exposure was reported. Customer noted that no patient results were affected and there was no change to patient treatment associated with this event. Field service engineer (fse) was dispatched and found a hole in the brown stripe tubing which passes through the pinch valve of the sample access module. Fse replaced the tubing and verified the repairs per established procedures. Root cause of the leak is attributed to a hole in the tubing at the sample access module.

Manufacturer narrative:
(B)(4).